Event description:
Ivus(intravascular ultrasound) catheter connected to system, catheter was recognized but no image showed on the ivus screen. Attempted to troubleshoot. New catheter opened and that catheter was plugged into system and worked as normal.